Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was no label or missing label information. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "during inspection at the customer's side, the print on some packages was missing."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received five unopened units and two photographs which displayed four packages that had no printed product information. The reported issue was confirmed. There is an automated vision system in place that inspects the products during manufacturing. The missing print most likely occurred as a result of human error during the manual inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was no label or missing label information. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "during inspection at the customer's side, the print on some packages was missing."